Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. Device history record review revealed nothing relevant to this event. The cause of the event could not be determined from the information available and without device evaluation. A most likely cause of the event is that with time and as stated in the event description, there was further progression of osteoarthritic condition resulting in compromise of the original device and /or fixation or if the patient had experienced unreported trauma/injury to the shoulder. If additional relevant information is received, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that there was an initial shoulder implantation in 2004 (indication: severe omarthrosis with relative dorsal subluxation of humeral head, (¿inflammatory arthritis¿). Surgery finished successfully and patient was fine for about 7 years. Then patient started to have pain due to rubbed-off pe glenoid. Revision surgery in (B)(6) 2012 to remove the implants - trunion and head were removed. Due to a defect, a fixation of a pe glenoid was not possible, therefore the surgery was finished with a complaining of glenoid structure with a luer.